Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 6 states, "inadequate range of motion due to improper selection or positioning of components." Not returned by attorney.

Event description:
It was reported a patient underwent an initial right partial knee arthroplasty on (B)(6) 2013. Subsequently, the patient was revised on (B)(6) 2013 due to limited range of motion. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.